Event description:
The manufacturer received information alleging a ventilator failed verification / preventative maintenance. The customer states while performing preventative maintenance on the device, the unit failed testing by giving an error. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the customer states that they are going to replace the system board to resolve the issue. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created.